Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system at 4 pounds during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 173 mg/dl at the time of incident. The customer stated that the insulin was squirting out and they were unable to exit the "preparing to prime" loop. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.